Event description:
Surgeon was using stryker blade (ref #(B)(4)) on a pt during surgery to create a chevron osteotomy. When imaging of the foot was taken, small metal shards were in the wound from the stryker blade. The wound was irrigated and the blade was removed from service. After irrigation, there were residual metal shavings left in the pt's foot documented by x-ray.